Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the coating of the jaw was partially peeled off. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of coating damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the peeling-off of the coating was caused by scrape with other hard instruments. The instruction manual of the subject device warns; if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Cross reference MFR. Report number: 8010047-2016-00357.

Event description:
It was informed that the short circuit error occurred in a short period of time after the subject device started to be used. Details of the procedure were unknown. The doctor completed the procedure with another similar device. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was partially missing and the coating of the jaw was partially peeled off. Also, as a result of the additional investigation, omsc found that no fragment fell into the patient body. This report mentions the peeling-off of coating of the jaw.